Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the clinic after receiving inappropriate anti-tachycardia pacing and shock due to noise. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced. Patient was stable throughout the procedure.